Event description:
Pharmacist reported that pt obtained ss meter blood glucose readings of 170mg/dl, 180mg/dl, 150mg/dl and 190mg/dl (23% difference) in a back to back testing session done using separate finger sticks. No other comparison info is available. Pt did not experence any symptoms. Meter has been replaced. No allegations of harm have been made.